Manufacturer narrative:
Visual inspection on header did not find any anomalies that could cause the complaint in the field. Device was received in normal range of operation. Analysis of device was performed, including noise test and sensitivity measurement, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity. Customer complaint of noise and sensing issue was not confirmed.

Manufacturer narrative:
Correction - h6 investigation conclusions coding.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21706. It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting reproducible noise recorded by the pulse generator. The patient was scheduled for lead revision. The lead was capped and replaced on (B)(6) 2020. The pulse generator was also explanted and replaced, as the physician suggested that a device header anomaly as possible source of sensing noise. The patient was discharged in stable condition.